Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was having excessive radio frequency telemetry. The device had also reached elective replacement indicator. The physician explanted and replaced the pacemaker on (B)(6) 2021. The patient was stable.